Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d), left ventricular (lv) lead and right ventricular (rv) lead showed an increase in lv pacing thresholds and a decrease in pacing impedance. Also, the health care professional noticed that the shock impedance from the rv lead started to vary around the same time and increased suddenly to high, out of range values. The possible origin for the observed changes were discussed. The system with the crt-d, lv lead and rv lead remains in service at this time. No adverse patient effects were reported.